Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist dialed into the server and tested access to the patient encounter system (pes) website, confirming successful login without errors, verified that all application pools under internet information services (iis) were started and running properly, and confirmed that all services were operational, checked user accounts in patient encounter system (pes) and found no locked accounts, also ran a server downtime query and confirmed that messages were current with no delays. The system functioned as intended when the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server users were unable to log in to both the server and pyxis machines at approximately 11:24 am on (B)(6) 2026, received an unable to authenticate error. The issue affected multiple users and had been occurring intermittently over the past several weeks, with no consistent steps identified to reproduce the problem. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.